Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly had obstruction. It was further reported that, the device was allegedly unable to flush. Reportedly the treatment was extended and the patient allegedly experienced pain. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one repair kit with a small amount of tubing attached at the distal end was returned for evaluation and one electronic photo was provided for review. The investigation is confirmed for the reported catheter obstruction of flow and identified stretched, material protrusion and catheter burst, as upon infusing the catheter in hydrostatic pressure, ballooning was noted on the catheter and the catheter burst upon additional trials of infusion, further the photo review also confirms ballooning of the catheter upon infusion. The rupture was longitudinal in shape. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that sometime post catheter placement procedure, the catheter allegedly cracked. It was further reported that the catheter allegedly had obstruction. Reportedly the treatment was extended and the patient allegedly experienced pain. The patient current status was unknown.